Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The pacing impedance trend curve with measurements from (B)(6) 2019 to (B)(6) 2019 showed varying values between 790 ohms and 970 ohms. In this period, measurements of the pacing threshold showed stable values around 0.4v. The available iegms episode 20 showed artifacts on the farfield channel as well as on the right ventricular channel leading to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 57 months, oversensing on the ventricular channel was reported.